Manufacturer narrative:
Testing results did not reveal any defects related to the manufacture or operation of the heating pad that would be likely to result in a burn.

Event description:
Consumer reported that his wife applied 1 bodi heat pad to lower back part over her clothing and received burns.